Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication was present during testing. Additionally, an e207 emergency lamp error was also noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error while using 190 series scopes. According to the initial reporter, this event occurred during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received confirming that this event did not occur during a procedure, but during receipt inspection. According to the initial reporter, the staff was intending to use this device was gastro-endoscope procedures. However, given the failure, they had to use another 190 system for those cases. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of errors b30 and e207 could not be determined. Error b30 is generated when the scope socket unit is connected to the scope. It is possible that corrosion occurred due to flooding of adhesion of fluid, which resulted in abnormal communication with the scope. Olympus will continue to monitor field performance for this device.